Manufacturer narrative:
The results/ method and conclusion codes along with the investigation results will be provided in the final report. Event date is estimated.

Event description:
It was reported patient lost therapy as the patient failed to charge the device. Surgical intervention was undertaken wherein the ipg was replaced and therapy was restored.

Manufacturer narrative:
The directions for use states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is related to user error. Correction: b3 - date of event: in earlier report, "nov 5, 2019" should have been entered as estimated date.